Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of erythematous change and skin rash are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of erythema and rash: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine in the tear trough and supraorbital notch. Prior to injection, the patient was given emla. Immediately after injection, the patient developed a skin rash and erythematous change appeared on site of the periorbital injection. Patient was treated with "ice-packing" after injection. Symptoms resolved 3 days later.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine in the tear trough and supraorbital notch. Prior to injection, the patient was given emla. Immediately after injection, the patient developed a skin rash and erythematous change appeared on site of the periorbital injection. Patient was treated with "ice-packing" after injection. Symptoms resolved 3 days later.